Event description:
It was reported that the patient a lead been disconnected due to an unknown reason. The pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient this right atrial (ra) lead been disconnected due to an unknown reason. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this ra lead has been explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis. Additional information was received and this ra lead was explanted due to physician deciding to place a left bundle branch (lbb) lead instead. This product has not returned for analysis. No additional adverse patient effects were reported.